Event description:
It was reported that during an ileal chimney procedure, the device delivered an incomplete staple line. The reload seemed to start to pop out, so a like device was opened and used to complete the procedure. There was no patient consequence.